Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the surgeon encountered errors on the left master tool manipulator (mtm). The technical support engineer (tse) verified the errors via the logs. The caller added that the surgeon had erratic movements with the left mtm. The tse was not able to troubleshoot the system. The customer completed the procedure robotically. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the left mtm rotated on its own, causing the instrument to rotate also. The issue only occurred once and the system worked normally for the rest of the case. There was no harm to the patient. The procedure was completed robotically as planned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the left master tool manipulator (mtm) had 23068, 23069, 32098, and 32198 errors pointing to an encoder error. The fse replaced the left mtm. The error logs were clean and the mtm was functioning properly after the replacement. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. A review of the field error logs confirmed errors 32098, 23068, 23069, and 32198 on the mtm shoulder, which occurred during only 1 power cycle. Upon visual inspection, no physical damages were found on the unit. The unit was placed on an in-house system and was driven with no issues. No errors were triggered. Upon fitness testing and a 1-hour sine cycle, the unit passed fitness tests related to the shoulder. The unit failed on the following, however, unrelated to the field complaint: backdrive - plat failed, clutch button cal verification failed, and gravity balance test post sine cycle - wp failed. After calibrations, they re-executed the tests and it passed. 1-hour sine cycle was performed and passed. Due to the field errors, the unit was tested for 1-hour slow speed on the shoulder and no errors were triggered. After investigations, failure analysis could not establish the root cause of the failure during the field. The reported issue was confirmed via the error logs, but was unable to be replicated by failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.